Event description:
Mentally retarded pt who kept pulling pt's nasogastric tube was placed in a vest restraint. The pt moved down in the bed while pt's sitter was absent from pt's room. The pt was found accidentally asphxiated with the vest restraint bunched around pt's neck. Size of the vest restraint used on this pt is not known.